Event description:
On (B)(6) 2012, a reporter contacted animas sales department to report that the patient had passed away but was unwilling or unable to provide additional information. Multiple attempts to reach the patient's family members and health care providers for other information were unsuccessful. There is no allegation or indication that the patient's death was related to diabetes or to the use of the pump. However, this report is made because of the possibility that the patient's death was related to the use of an insulin pump, malfunction or misuse.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). A copy of the patient's death certificate was received by animas on (B)(4) 2012 listing the patient's cause of death as "seizure disorder" and manner of death listed as "natural". Diabetes was not indicated as a cause or contributing factor to the patient's death.